Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 15mm in length, 3.5mm in diameter, eccentric and de novo target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. After predilating the lesion with a 2.5x9mm maverick balloon catheter, a 2. 3.50x20mm promus element¿ plus stent was selected to treat the lesion. After deploying the stent the physician realized that there was an edge dissection at the proximal of the deployed stent. Per the physician, this happened because the balloon overhang. The physician took another unspecified stent and deployed it in the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The stent was damaged at its distal end. The struts on the most distal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The stent to markerband position was verified to be within specification. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 15mm in length, 3.5mm in diameter, eccentric and de novo target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. After predilating the lesion with a 2.5x9mm maverick balloon catheter, a 2. 3.50x20mm promus element¿ plus stent was selected to treat the lesion. After deploying the stent the physician realized that there was an edge dissection at the proximal of the deployed stent. Per the physician, this happened because the balloon overhang. The physician took another unspecified stent and deployed it in the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).